Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned, and the reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to memory corruption. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. The backup operation could not be reproduced. The cause of the reported event could not be determined.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was discovered to be in backup mode in the box. No patient was involved.